Event description:
Caller reported the button on the pump does not work; exact button was not provided. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).